Event description:
It was reported that there was oversensing of noisy signals on this right atrial (ra) lead. Technical services (ts) reviewed and advised there are also low amplitudes observed on the ra. The pacemaker was explanted and replaced. Additional information from the field representative provided the ra lead remains in service with no modifications. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).